Event description:
A customer contacted baxter's technical service center regarding a system error 2240/2367 alarm that appeared on the home choice (hc) display during drain 1 of 6. The nurse stated that the pt's catheter disconnected from the transfer set. The technical service rep instructed the nurse to turn off the hc and contact the pt's nephrologist to make sure it was ok to use the hc again. The nurse will need to start over with new supplies. The nurse was contacted and the pt has been doing fine since this report. There was no pt injury or medical intervention associated with this report.